Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1dbv8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, lot# nkn155775v, product type: extension. Product ID: 3708660, lot# nkn155781v, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms, but it was also stated that the patient has copd. It was reported that the patient¿s two scalp incisions would not heal properly. Closure was difficult at the end of the surgery due to skin difficulties. The neurosurgeons pulled skin from the bottom layer of the patient¿s scalp to stretch and to hold a layer. ¿o-gauze¿ was put on to help new skin to grow. The patient¿s system was explanted except for one of their inss. The surgeon is going to watch for healing and go from there. No complications or further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1dbv8, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, lot# nkn155775v, product type: extension. Product ID: 3708660, lot# nkn155781v, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was noted the only implanted component was the right side ins. No further complications were reported. Additional information was received from the hcp. It was reported there was an infection. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep suggested that the health care provider did not say the cause of the infection, but that it had resolved. They did not know the patient¿s weight at the time of the event. They thought the patient was to be implanted with a new dbs system soon after the date of report.